Event description:
It was reported that fiber had diminished vaporization efficiency. The fiber started blinking and going into standby. The procedure was completed with another device. There were no patient complications. Analysis of the returned fiber identified that the forward firing rate was above the threshold for potential patient harm.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was broken. The metal cap exhibited severe charred detritus adhesion on surface, which is consistent with burying the fiber tip into tissue. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identity additional signs of breakage along the length of the fiber. A forward firing test was conducted and identified that the rate of forward firing is above the 10% threshold for potential patient harm. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. It is likely that burying the tip into tissue caused reduced/no saline flow by which to cool the fiber. As a result, the fiber likely experienced overheating, thereby causing a distal circumferential fracture and the glass tip to detach. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. A conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.